Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one single use instrument and one reload. The event report alleges the product was used in a surgical procedure. Visual examination of the reload noted that the staple cartridge was partially fired to just before the 3cm cut line and the jaws were clamped. Visual inspection of the instrument noted that the cover tube was separating from the rotation collar. Further engineering evaluation found that the tube housing was broken at the proximal end. Engineering was able to replicate this condition by applying force to the tube. Engineering determined that the device was likely mishandled during use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an appendectomy, the stapler locked on tissue. The incision was extended with a second stapler at the base of ileocecal valve. The patient is currently fine. There was no extension of surgery more than 30 minutes, no blood loss, no change of procedure, no tissue loss or damage, no part fell into cavity, no reinforcement material used.